Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was getting mixed up on using the equipment. The patient was trying to connect the programmer on the call using antenna but got poor comm. They were recently implanted. Troubleshooting determined they got poor comm with the antenna secured but were able to connect with just the programmer. They further state the charging harness is problematic because they don't really understand how it works. Patient didn't want to use it over the phone. They then stated ever since they got the device, they haven't been able to get charge over 75%. They say they usually charge for about 30 minutes and when they first charged it was about 3/4 full. They have never seen the charge complete screen. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances that led to the issue was due to them not being "tuned in" to the device. More familiarity led to success. Steps taking to resolve the issue was them working at it.the issue is reported to be resolved.